Event description:
The account generated negative testpack plus hcg combo results using urine specimens on two patients form the emergency room who tested hcg quantitative positive. This report is for patient 2 of 2 total patients. Patient 2 tested tespack plus hcg combo negative (urine specimen), testpack plus hcg combo weakly positive (serum specimen), icon ii hcg positive and hcg quantitative method = 36 (no units of measurement given). It is unknown if the urine specimen for patient 2 was random or first a morning specimen. No additional patient or testing information is available. The negative testpack plus hcg combo result was reported outside of the laboratory. A corrected report was submitted to the physician. No impact to patient management was reported.